Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that low readings were observed with the oximetry monitor. Patient involvement and any patient/user complications or harms were unknown.

Manufacturer narrative:
Additional information: g3, h3, h6 device evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted mainboard is obsolete and front case is defective. Serial number was assigned to new cpu board. New software version is included with new main pcb. Front panel checked for correct functionality. Device was fully checked for functionality according to manufacturer¿s guidelines. Pulse simulation tests and spo2 measurement were carried out successfully. Correct battery setting confirmed: alkaline. It was reported that low readings were observed with the oximetry monitor. The reported issue was confirmed. The most likely cause was traced to a component failure. The evaluation detected an unreported condition: of front case is defective that has no relationship to the reported condition. The most likely cause for the additional condition is traced to a component failure. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.